Event description:
Severe psychological and neurological symptoms since 2013 including paranoia, anxiety, depression, brain fog, memory loss, concentration/focus issues, mood swings. Physical symptoms including very low vitamin d levels no matter what vitamins I took, constant fatigue, hair loss, skin quality degradation (thin, more wrinkled, dry red patches and general signs of malaise), higher white blood cell count possibly indicating potential auto-immune disorder, multiple teeth having degradation. Since 2017: painful heavy periods, painful stomach swelling during ovulation, joint pain, sometimes needing 12-18 hours of sleep per day, and general worsening of psychological/neurological issues.